Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
It was reported that the patient had presented for a postoperative follow-up visit with a pocket infection, erosion, and lead vegetation. The pocket appeared red, swollen, and was exhibiting discharge. The device and leads were visible through the opened incision site of the implanted device pocket. The physician explanted the entire system¿the implantable cardioverter-defibrillator (ICD), right ventricular lead, right atrial lead, and left ventricular lead¿to resolve the issue. The patient remained in stable condition throughout the procedure.